Event description:
A call was received by guidant technical services in which the physicist reported that the site had mistakenly used password "4444" to enter treatment mode ("4444" is the placebo treatment password used during the clinical studies within a control group). After the treatment (placebo) was completed, the site reviewed the treatment summary and found that no dose had been delivered. They then entered treatment mode using their password and successfully treated the pt. The site physicist expressed concern that a previous placebo treatment may have unknowingly been performed as well.